Event description:
It ws reported that while the ventilator was connected to a patient, it generated high oxygen concentration alarm. There was no harm to patient. An oxygen gas module was replaced as a precaution. (B)(4).

Manufacturer narrative:
The replaced oxygen gas module has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed.